Event description:
It was reported that the user required assistance performing a supply change while using a contact detach infusion set on the ilet bionic pancreas, and later realized the cannula cover had not been removed, resulting in the infusion set not adhering and insulin delivery not occurring; support guided the user through replacing the infusion site and insulin delivery resumed, aligning with a user-handling issue and involving the infusion set component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure with the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.